Event description:
A surgeon reported that a pt developed low grade inflammation following implantation of an intraocular lens (iol). The pt was treated with anti-inflammatory medication. The current visual acuity (va) is 20/20. The association between this event and the iol is not known. Additional info has been requested.

Event description:
Add'l info provided by the implanting surgeon indicates that the pt developed a chronic, low-grade anterior uveitis. The pt is being treated with topical steroids and non-steroidal anti-inflammatories.